Manufacturer narrative:
The device was not returned for evaluation.

Event description:
During a laparoscopic fundoplication procedure, the device jammed. The hosp reported that no pt injury had occurred.